Event description:
Neurostimulation felt like it was 'popping' to the patient. He felt shocking in his right arm when the implantable neurostimulator was on. The patient had problems within a year of the original implant and the neurostimulator was replaced (see mfg. Report # 3004209178200908825). The patient was informed that one of the electrodes was bad. The new implantable neurostimulator was reprogrammed around the affected electrode. During diagnostic testing the patient felt shocking, but was told the device was off. The patient didn't use the device often and wanted the device removed. There was no known incident or accident associated with the complaint. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).